Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A center director reported a patient with trace diffuse lamellar keratitis (dlk) in the left eye three days post lasik. The patient noted getting dizzy when standing and thought it was a possible reaction to the drops. Upon follow up, the reporter indicated dlk has resolved but was unsure what drops the patient was taking and if they were brand or generic.